Event description:
Advanced bionics was notified the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced partial insertion during initial implantation surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return to advanced bionics for analysis. A review of the device history record was completed, and rework was noted on the electrode. This is not believed to be related to the complaint reason. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.